Manufacturer narrative:
The product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned device determined that no bubbles were noticed, however, two (2) tears (a & b) were found through the shell on the anterior view of the tissue expander, measuring approximately 0.4 cm and 0.2 cm respectively. The bubbles observed by the customer can be attributed to the tears found on the surface of the device through which air could have escaped, forming bubbles. Leak testing was performed, in accordance with mentor procedures, and no additional leak sites were detected during the analysis. Microscopic examination was performed on the edges of the tears (a & b), and parallel striations were found in the whole area of both tears. Parallel striations are consistent with markings made by a sharp object perforating the tissue expander shell. Based on the information currently available, the microscopic examination of the returned product indicates that the tissue expander could have been damaged during the implantation. The product insert data sheet cautions not to allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device shell during the implantation. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: n/a manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 450cc mentor cpx 4 breast tissue expander with suture tabs package was opened, and bubbles were observed the surface of the expander during a primary breast reconstruction surgery prior to being implanted into the patient. No adverse events or patient consequences were reported. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.